Event description:
Device 2 of 2. Reference MFR report number: 1627487-2012-00627. It was reported the pt (B)(6) has not recharged her ipg in several months. She has reportedly been hospitalized due to surgical complications associated with breast cancer and has suffered several falls. Surgical intervention was undertaken with the intent of replacing the pt's ipg. Intraoperative testing conducted during the procedure found the pt's leads were no longer providing adequate therapy relief. Imaging indicated the devices had moved. The procedure was completed with the replacement of both the pt's ipg and leads. The explanted leads were disposed of by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.